Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall occurred and was confirmed by event logs. No motor stall recovery was recorded. The motor stall occurred during interrogation prior to implant.